Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information: dr. (B)(6) is the chief of colorectal surgery and has been using the echelon powered circular device for over a year now. Dr. (B)(6) shared the following background information, he was a competitor user for 17 years. He was intrigued with the staple design of the ethicon powered circular device and he switched over and the results were good. He reported that the one thing he started to notice once the device was fired that there was a loose staple that seemed to get caught when removing the device. He explained that the device does eventually come out once the loose staple comes out. A leak test is done by using a flex-scope and a straight staple can be visualized sticking out from the lumen. He stated that he would try to wiggle it in an attempt to remove it, but this is unsuccessful, and the loose staple remains in-place. He shared that he has not had any post-operative issues, but seeing this sharp staple makes him somewhat nervous. Double staple is used for the trans-section. One firing for the rectal stump using a competitive stapler and then an endocutter. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colon resection procedure, the surgeon found it difficult to remove the device from the colon after firing. There was also a loose staple sticking out intraluminal within the anastomosis. There were no patient consequences reported.